Event description:
Before a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 3.50x16mm taxus express2 drug eluting stent, the stent was noted to be frayed. The procedure was successfully completed with another 3.50x16mm taxus stent. No patient complications were reported.